Event description:
A medtronic representative reported that the location of the probe looked off during a spinal fusion using a stealthstation treon treatment guidance system. No decompression was done. The frame was on l3 and navigating on l3. The tips projection was 5 mm wide and 45 mm long. After the operating room noticed that the reference frame had come loose, they did another spin. The images looked good, but they were reporting that the location of the probe in the oarm lateral / ap and synthetic lat / ap were different than the trajectory view. The case continued as planned and there was no impact to the pt.

Manufacturer narrative:
On (B)(6) 2012, new information was received which clarified the reported event as unlikely to cause serious harm. After further investigation, it was determined that this issue was due to a software anomaly on the medtronic o-arm 1000 imaging system and would be noticeable prior to navigational use of the images. Issue could be easily corrected by taking another o-arm spin. Therefore, patient harm is unlikely. No patient harm occurred. Case continued as planned. This issue will be continually monitored in a medtronic software anomaly tracking database.

Manufacturer narrative:
The operating room staff would not provide pt information. No parts or files have been received by the manufacturer for evaluation.